Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "interference/noise". Elevated v-sic counts are observed on the day of implant, (B)(6) 2010 at 214.7 avg counts/day. Elevated sic may be an indication of noise in the system. Analysis also revealed " oversensing". Multiple short v-v cycle sensed events of < 220 ms (nst and vf) are observed on (B)(6) 2010.

Event description:
It was reported that there were pauses (up to 3 seconds) on the hospital monitor with the system that included the 7230 cx device and the 6932 lead. There was one non-sustained tachycardia with the v-v at 170 ms on this system. The device was explanted and replaced with a d224trk. The pace sense portion of the defibrillation lead was also replaced with a 5076. After that intervention, the patient received multiple shocks due to noise. There was also a report of high impedance in april and noise on the 6932 lead. Two days later, the pace/sense 5076 lead was repositioned, as it did not appear to be a loose set screw. No further shocks have been reported. The d224trk device and 5076 lead remain in use. No further patient complications have been reported as a result of this event.